Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is unable to be confirmed based on the customer-provided photo, which does not provide a view of the allegedly contaminated ar-8973l-30-130. Additionally, the device was not returned for physical evaluation. No change in harm was identified. No problem found.

Event description:
It was reported on 04/22/2022 by a facility representative via email that an ar-8973l-30-130 fibulock nail was improperly cleaned. This was discovered during a case with no patient harm. Per facility: "the patients fibula was prepped and ready for nail insertion. The tech attached the nail to the outrigger and after the impactor cap was inserted there was a small piece of dried blood from a previous case that was push up and out of of the distal holes of the nail. The nail was then contaminated and unable to be used. The outrigger was removed from the or, hand-washed, re-sterilized, and a new nail had to be opened for use."